Manufacturer narrative:
Initial reporter occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of colon cancer, on endoscopy, after installing the reload, they pressed the green button but the handle could not be squeezed so the device was unable to fire. They replaced new reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.